Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges coming off transport van ramp when front wheels went off ramp and chair tipped forward tipping consumer out of chair. Consumer was not wearing lap belt.

Manufacturer narrative:
Only parts were returned for evaluation and therefore no conclusions could be drawn regarding the alleged event.

Event description:
Consumer alleges coming off transport van ramp when front wheels went off ramp and chair tipped forward tipping consumer out of chair. Consumer was not wearing lap belt.